Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, infection, recurrence, dyspareunia, and vaginal scarring. The plaintiff also experienced urge incontinence, leakage and detrusor instability. Furthermore, it was reported that the plaintiff died. No cause of death was reported.